Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported by the consumer on (B)(6) 2017 that the patient had talked to manufacturer representatives over the years about other implantable neurostimulator (ins) options with the last meeting being 2 years ago. The patient was waiting for the current ins to die first. It was reported that on (B)(6) 2017 the ins ceased to function. The patient was waiting on workman¿s compensation and hcp listings were provided. Additional information was received from the consumer on (B)(6) 2017 reporting that they wanted a manufacturer representative to diagnose the ins because it quit working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a power on reset (por) code. The por was cleared and the battery was at end of life (eol). No patient symptoms were reported. An impedance issue was also reported. At default values, 01 02 03 04 05 06 07 were >4k; 12 13 14 were 714ohms. The representative re-ran at higher amp of 3 and 4v and pw of 450 and was seeing all ???. The representative waited and re-ran after 20 minutes and was still seeing all ??? The patient did not feel stimulation during impedance testing. The representative will test while intraop during the replacement with a pocket adaptor. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017 indicating that the patient chose to have a revision/replacement. The patient¿s weight at the time of the event was unknown. The device was not going to be returned for analysis. No further complications were reported.